Event description:
The reporter contacted animas on 03/04/2012 alleging that the patient got out of the pool and the pump gave a loss of prime warning. The patient disconnected and completed the rewind step. The patient started the load cartridge step and the pump dispensed all of the insulin out of the pump and gave a cartridge not detected message. This report is being made based on the alleged malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction/removal report number - 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. Evaluation revealed an out of calibration force sensor. Unrelated to the complaint, moisture damage was found in the battery compartment and inside the pump and the display lens was found to be leaking.